Event description:
New information received states that the asymptomatic patient presented in clinic during follow up. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular lead. Programming changes were made. The patient was not symptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up, t-wave oversensing was noted on the device. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.